Event description:
It was reported that the asymptomatic patient presented for follow up in clinic with oversensed noise exhibited by the right ventricular lead. Programming changes were made. The patient was in stable condition.

Event description:
New information received noted that there was inhibition of pacing due to over-sensed noise, however the patient was not pacing dependent. The lead was capped on 13 dec 2021 and replaced. The patient was in stable condition post-procedure.